Manufacturer narrative:
No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted. Results: (i.e. Pump, motor, wiring, cable, battery, parts, friction, etc.).

Event description:
A 3m sales representative reported that the red wire of the 3m red dot neonatal monitoring electrode was not attached. The sales representative requested a technical response. Replacement product was sent to sales representative. The affected sample was sent to 3m and analyzed. Testing found that the defect was isolated to the red wires from mn wire lot 100827. 3m will continue to monitor for this defect. Corrective action has been commended.